Manufacturer narrative:
The device was returned for analysis. Rust color was under ring 1 and ring 3 electrodes. Dried fluid was under both ring 3 seals. Dried saline was at the rear connector/handle and irrigation tubing/handle. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end. Sem photos of the tip and each of the mini electrodes were taken. No adhesive or foreign material was noted on the mini electrodes. The device tip was placed in 37c de-ionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. De-ionized water was pumped through the device for approximately 30 minutes. The mini electrodes were cleaned with a foam brush tool and dried. Continuity checks using a multi-meter and breakout box found electrical shorts between tip-sensor 1 and tip-sensor 2. Ring 2 was found to be open in the straight position and both the right and left curve positions. All other electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and the magnetic sensor measured within specifications. The device lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1349 psi, 0.1347 psi, 0.1306 psi. The distal end was measured, starting with 15 psi. Pressure decay values were 0.1973 psi and 0.1971 psi. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak condition displayed out of specification values in the d-2 and proximal 3-4 electrode bipoles. Peak to peak values of 1.75 mv were observed in the d-2 bipole, and .45 mv in the proximal 3-4 electrodes. The device was unable to be tested with hdx in the post-soak condition due to the excessive saline accumulation inside the handle. The ablation generator was unable to recognize the catheter. No tracking issues were observed in the pre-soak condition, however due to the leak condition, the tracking ability was unable to be tested as the ablation process could not be started. That being said, the leak likely contributed to the reported tracking issues in the field, and the would likely have been re-created with a shorter soak/irrigate prep process. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The leak test was repeated. Lumen leak test 1.0884, 0.9031, and 0.3202 psi at 107 psi. Distal leak test 0.7112, 0.7104, and 0.7285 psi at 15 psi. The proximal and distal sections of the device were separated. The pressure decay starting at 15psi for the proximal end measured 0.2280 psi, 0.1986 psi and 0.2220 and for the distal end 0.2066 psi, 0.1988 and 0.1978 psi using the tuohy borst seal. The distal end leakage using the e81359-100 fixture were three gross leaks. The open for ring 2 was isolated to the distal end. The distal end insulation was removed. Corrosion was evident in the interior of the shaft that is more evident closer to the tip. Ring 2 wire was fractured at the weld ankle. A leak test at 15psi was performed with tubing used to seal the irrigation ports and mini electrodes. Bubbles were visible at the proximal end of the tip indicating that a leak in the polyimide tubing was present. The handle was opened. There was dried saline on the connector solder pads, on the flex board, the steering wire mechanism, and guide coil. The proximal shaft was cut proximal to the butt bond and the insulation sheath was removed. Dried saline is present throughout the proximal shaft on the guide coil and lumen. The guide coil coating was degraded with multiple areas of exposed coil; under and near the strain relief has the most extensive damage and exposed coils. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 31may2019. It was reported that tracking/accuracy issues occurred. During a pulmonary vein isolation (pvi) ablation procedure with an intellanav mifi open-irrigated ablation catheter in a non-boston scientific sheath, they had good stable positioning and not too much movement was seen. During ablation, they had 30-40 sec blinking of the catheter and it was very unstable in positon. No error message occurred. They reconnected the cable and checked settings with no results. They changed the catheter and the problem was solved. No patient issues occurred. However, device analysis revealed fluid ingress through the distal tip's polyimide tubing and into the interior of the shaft and handle.